Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized twice one on (B)(6) 2017 and another one on (B)(6) 2017 due to a high blood glucose readings. Customer's blood glucose at the time of the incident was 553 mg/dl which was treated with manual injection. Customer's blood glucose was down to 336 mg/dl after treating. Customer had a surgery on (B)(6) 2017 but has experienced symptoms related to high blood glucose such as such as nausea, weakness and severe headaches. Customer went to the emergency room on (B)(6) 2017. Blood glucose level at the time of admission was 348 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was given a prescription for nausea. Troubleshooting was performed for high blood glucose and found air bubble in the tubing. Customer was advised to change entire set, reservoir and insulin and treat per healthcare provider's instructions. The insulin pump was not replaced or returned for analysis.